Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot, a missing end cap sticker and missing address/serial label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call indicating a keypad anomaly from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the buttons on the pump are not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.